Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. The customer reported that split on the neck of the reservoir. After troubleshooting, customer was advised the reservoir will be replaced. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated one open and used reservoir(transfer guard not returned). Performed pre-fill reservoir test using a new lab transfer guard. Found reservoir no leakage anomaly during filling. Also performed a visual inspection and found no physical or cosmetic damage. (B)(4).